Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and varipulse¿ bi-directional catheter and the patient experienced st elevation / coronary spasm that required medication. After returning to the room, more than one hour after the examination was completed, st elevation was observed on the body surface electrocardiogram. Angiography was performed in the catheterization laboratory. Coronary spasm was observed at rca (right coronary artery) #2. During the emergency catheterization nitroglycerin was administered. Oral medications were prescribed when the patient went back to the ward (coniel, nicorandil). The event was transient, and the symptoms stabilized after several hours. The patient¿s condition improved, and the patient was discharged. The hospital stay was extended by one week. The physician reported that a causal relationship with the product is unknown. This procedure was performed using both pfa (pulse field ablation) and radiofrequency (bilateral wide-area pulmonary vein isolation of the left atrium was performed using pfa. Right atrial cti ablation was performed using radiofrequency.) An effect from pfa cannot be ruled out. This was a varipulse plus case. Pfa included 78 applications/ 26 ablations. Radiofrequency included 12 ablations. There are two reports for this event. One for the qdot and one for the varipulse. This report is for the varipulse.